Event description:
It was reported that the temporary pacel pacing lead seemed to have an open circuit. The device couldn't sense the signal and therefore would not pace. The leads were exchanged for new ones, and operated correctly. There were no adverse consequences to the pt.

Manufacturer narrative:
One 5f pacel bipolar pacing catheter, flow directed was returned for eval. The 5f pacel bipolar pacing catheter, flow directed, was visually inspected and functionally tested. The measured resistance value for the tip electrode circuit was out of spec; an open circuit existed at or near the tip electrode. The measured resistance value for the ring electrode circuit was within spec. No other anomalies were noted. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Internal corrective actions have been implemented.